Event description:
Per independent repair center statement, unit has low o2 or yellow light. The key failure is the zip ties are leaking. Additional malfunctions were the hour meter is broken, and the preventive maintenance kit is dirty.